Event description:
The patient came to the emergency room due to syncope/near syncope. The rv lead was noted to have auto capture threshold measurement above range which was noted to be chronic per the lead trends. The rv lead impedance had a gradual increase from 1026 ohm in (B)(6) 2020 to 1121 on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).